Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results. See case (B)(4) for alternate false positive result. Customer received a false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A repeat cue test performed on the same day provided a negative result. Customer tested negative with an unspecified sars-cov-2 pcr test on an unknown date.